Event description:
In 2016, I underwent breast implant surgery using allergan implants, performed by dr. (B)(6) shortly after the procedure, I began experiencing severe complications that I now understand are consistent with breast implant illness (bii). These complications included extreme pain, disfigurement, and a range of systemic symptoms, including chronic fatigue, joint pain, cognitive issues, headaches, depression, anxiety, and more. The left breast became visibly uneven, and the implant shifted downward, resulting in a noticeable deformity that worsened over time. The physical symptoms were accompanied by emotional distress, as my appearance was altered significantly, and I was suffering from constant pain. Over time, the pain intensified, and my overall health deteriorated. I reached out to allergan/abbvie and provided them with the necessary details, including an outline of the symptoms and complications. However, despite my communication, there has been a lack of timely or sufficient response. I was informed that the company would begin an investigation into the issue, but my efforts to receive a response have been met with delays. Allergan requested that I provide the serial numbers of my implants and information from dr. (B)(6) office, but I have faced multiple obstacles in obtaining these details. I have made several attempts to contact dr. (B)(6) office directly but have been redirected to allergan or abbvie. Additionally, the required medical records have not been provided by dr. (B)(6) office, and allergan has not taken appropriate action to retrieve them on my behalf, despite my repeated requests. Throughout this process, the company's response has been slow and unhelpful. I am being told I need to provide the requested information and coordinate with dr. (B)(6) office, but I am physically unable to manage these tasks due to my deteriorating health. I am in a state of constant pain and cannot focus on obtaining these records myself. I believe this delay and lack of support is unacceptable, as the complications from my implants have caused severe physical, emotional, and financial harm. My situation is urgent, and I am asking for immediate action to address this medical crisis. I am requesting the FDA's involvement in ensuring the proper investigation of my case, as I am deeply concerned about my health and the safety of others who may be suffering from similar issues with allergan implants. The complications began shortly after my breast implant surgery in 2016. The left implant became visibly uneven, and within a few weeks, it shifted downward, causing a noticeable deformity. This was accompanied by extreme pain and a range of systemic symptoms, including chronic fatigue, joint pain, memory issues, headaches, and muscle weakness, which worsened over time. I was informed by allergan that my case could only proceed if I provided the serial numbers for the implants and medical records from dr. (B)(6) office. Despite making multiple attempts to contact dr. (B)(6) office, I was redirected to allergan/abbvie. I have attempted to gather the necessary information, but I have faced numerous barriers, including delays and lack of support. Throughout this process, allergan/abbvie has failed to retrieve the necessary records from dr. (B)(6) office, placing the burden on me. This delay has worsened my condition and has caused additional emotional distress. I am deeply concerned about the long-term impact on my health, and I believe that this issue must be investigated thoroughly by the FDA to protect not only my health but also the health of others who may be affected by similar complications. Ref report: mw5170161.